Manufacturer narrative:
The field service engineer (fse) inspected the instrument. The fse found the probe was leaking. The fse replaced the diluent filters and the probe wipe, which repaired the leak. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a leak from the coulter act diff analyzer. The volume of the leak was 0.5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.